Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument's distal shaft fractured while operating. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The jaws of the instrument would not move back to the original position, perhaps a cable failure. They decided to remove the instrument, and the trocar, with no arm to the patient. The final damage to the tip of the instrument occurred post removal, perhaps when a staff member tried to use a clamp fracturing the shaft.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 1.85 " from the distal tip. A piece measuring approximately 0.099" x 0.203" was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.